Event description:
There was no patient involved in this event. The device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2010 and performed to specification up to 24th november 2013. On the 1st december 2013 the device failed a weekly auto self-test due to a low battery. The device remained in fault mode until the 15th january 2015 when a further pad-pak was installed. Multiple manual power ups, some of ten minutes duration were recorded between the 14th june 2015 and the last log entry on the 16th june 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.